Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04892 and 3005099803-2009-04893 for the other associated device info. It was reported to boston scientific corp that three resolution clip devices were used during a colonoscopy with a polypectomy, performed on (B)(6), 2009. According to the complainant, during the procedure, they used three resolution clip devices and each time while the nurse was opening and closing the clip to achieve proper placement, the clips deployed prior to placement on the bleed site. A fourth resolution clip device was used to complete the case. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.